Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the infection symptoms start two weeks prior to the procedure and was located in the scrotum. The physician did not identify the type of infection the patient had and did not believe the infection was caused by the ipp. The patient was said to be fine after the procedure.